Event description:
The reporter stated that "the tubing has become detached from the actual connector where the syringe is attached. The kit was attached to a pt. They have reported that as a result of the tubing becoming detached while taking blood gas. They had to trasfuse the pt. The outcome of the patient was positive."